Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found non-recoverable fault 40067 intermittent in the surgery. The fse then replaced the universal surgical manipulator (usm) 1 to resolve the issue. The system was verified and ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to starting of a da vinci-assisted surgical procedure, post surgical port placement, the customer contacted the technical support engineer (tse) and reported non recoverable fault 40067. There was no error reported during initial power on. The tse suggested the customer to hard power cycle the system, but the issue was same after power cycle. The tse suggested to disable universal surgical manipulator (usm) 1 and continue the planned procedure with three usms. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the procedure was completed robotically. The usm 1 was disabled after the start of the procedure and the procedure was completed using only 3 usms. There was a procedure delay of 30 mins.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) 1 and completed the device evaluation. The reported error 40067 was confirmed via logs, but not replicated. The unit was tested on a system and it triggered no errors. The unit was also tested on the testing platform and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage.

Event description:
Refer to h10/h11 for follow-up information.